Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).

Event description:
A pharmacist reported deposits on an intraocular lens (iol) implant. Add'l info was provided by the surgeon's colleague, who noticed glistenings in the pt's eye. The glistenings were no adversely affecting the pt's visual acuity. Add'l info has been requested.